Event description:
It was reported that an infection occurred and the lead was explanted. The lead has subsequently tested out of specificiations. No other complaints have been made against the lead.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted evaluation summary (B)(4) the lead was returned in segments, analyzed and the outer insulation was breached and had a depression. It was noted that the proximal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed) and the outer insulation had a cosmetic depression.